Manufacturer narrative:
On (B)(6) 2015: tandem technical support followed up with the customer and customer¿s contact stated that bg levels started to go down after insulin duration was adjusted with the healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room with elevated blood glucose (bg) levels of 610mg/dl. The customer was given manual injections and bg levels dropped down to 411mg/dl. The customer was not hospitalized. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider to discuss what might be affecting bg levels.